Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported symptoms are worse than before evaluation started. The patient was unable to void much on her own. A day later patient stated therapy was not working for patient since trial. The patient stated she was scheduled for permanent implant thursday (B)(6) 2016. The patient reported was feeling stimulation.